Manufacturer narrative:
Product event summary : the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri-45 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation due to the left ventricular lead. The lead was attempted to be reprogrammed, but the stimulation persisted so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.